Event description:
It was reported that the user experienced low blood glucose after a dinner announcement, eating their usual meal, walking home from a restaurant, and performing a supply change, with no user error identified during troubleshooting. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after oral glucose tablets and return of blood glucose into range, with no hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device malfunction identified and no confirmable component issue based on the user¿s description and the observed recovery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.